Event description:
Received info regarding a cartridge alarm 1 during basal delivery. The reported event did not impact the customer's blood glucose level. The customer was able to load a new cartridge successfully.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.